Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer has been trying to connect the contour next link to her pump and when she test her blood glucose it does not send over to the insulin pump. Troubleshooting was performed . The meter ID was not programmed correctly in the insulin pump. The customer inquired about blood glucose versus sensor glucose accuracy. Insulin delivery was not suspended due to sg values. The customer woke up this morning at 400mg/dl and declined to troubleshoot for the high blood sugar. Nothing is returning.